Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stopped twice on (B)(6) 2022 around 5:00pm while the patient was on battery power. The patient had additional pump stops on (B)(6) 2022 and (B)(6) 2022. The pump stops appeared to be related to a driveline issue. There was a plan to expedite their external driveline replacement.

Event description:
It was reported that an external driveline repair was performed on (B)(6) 2022. The removed section of the driveline was returned for evaluation. The maximum external length of the driveline was removed so another driveline repair would not be possible in the future. The account reported that the alarms returned following the repair. The patient underwent a pump exchange on (B)(6) 2022. The alarms resolved following the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 9.5¿ from the pump nipple housing. The distal portion of the dl was returned in one segment measuring approximately 27.5¿. A 3¿ segment of the silicone jacket was returned which was not covering any portion of the driveline wires. Evidence of a previous distal end driveline repair was observed on the 27.5¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. There were incidental findings of damage to the out silicone jacket observed along the length of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of 9.5¿ dl segment wires revealed a breach in the insulation of the yellow wire approximately 2.5¿ from the pump housing, three breaches in the insulation of the orange wire approximately 9¿ from the pump housing, and a breach in the insulation of the black wire approximately 9.5¿ from the pump housing. Further inspection of the 27.5¿ dl segment wires revealed a breach in the insulation of the orange wire approximately 25.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow, black, or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in low speed and pump stop events. If the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power, the resulting short could have resulted in the alarms and pump stop events that were confirmed through the submitted log file. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.